Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line neutrapur was selected and the infusion started with a rate of 43,10ml/h and a volume of 1005ml on (B)(6) 2024 at 7:56pm. On the next day at 7:16 pm the volume was reached. At this time, 1005ml was infused. The line was extracted. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Event description:
According to the event description: etoposide therapy started on the (B)(6) 2024 , with vtbi 1005 ml, rate of 43.1ml/hr , expected therapy to be completed around 24 hours. When pump alarmed for completion of therapy, physical volume on the bag still had 700ml. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.